Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow up. The device exhibited ventricular oversensing resulting in inappropriate vf detection, which returned to sinus before a therapy was delivered. Programming changes were recommended. The device remains implanted.